Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to fluid loss. Upon inspection, the left cylinder tubing was found to be completely disconnected at the hub attachment to the pump. The cylinder length appeared shortened, resulting in a floppy glans. The physician performed distal corporal dilation by incising through distal scarring. The placement of the existing reservoir was unclear; a CT scan indicated its location near the bladder. To minimize the risk of bladder injury, the physician elected to drain and retain the existing reservoir. As a result, the cylinders and pump were explanted, and a new complete device was implanted. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to fluid loss. The left cylinder tubing had completely broken off at the hub attachment to the pump. It was noticed that the cylinder length was shorter causing floppy glans. The device was explanted and replaced. No further patient complications reported.